Manufacturer narrative:
On november 25, 2021, mentor became aware that in the previous follow up number 2 report the following statement under field h10 was mistakenly added: "since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Date of surgery is (B)(6) 2019. Hence, following fields have been updated on this form:" the correct statement is "the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed." Manufacturer¿s reference number: (B)(4) h10 last statement.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with 4755cc mentor smooth round moderate profile and experienced left side breast implant deflation postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the event description mistakenly stated " 4755cc mentor smooth round moderate profile" under the previous initial submission. It should be " 475cc mentor smooth round moderate profile" manufacturer¿s reference number: (B)(4), b5 event description.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient also experienced left side capsular contracture; baker grade unknown in addition to deflation and underwent bilateral explantation and replacement with catalog number 3503330; serial number (B)(6) on the right side, and with catalog number 3503310; serial number (B)(6) on the left side on november 4, 2021. Following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation date have been updated to (B)(6) 2021. -field h6 health effect - clinical code - "capsular contracture" has been added - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device discarded"since per information received device was discarded. Reason for device explant and/or reoperation: left deflation, and capsular contracture; baker grade unknown since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Date of surgery is 9/18/2019. Hence, following fields have been updated on this form: manufacturer¿s reference number: (B)(4)